Manufacturer narrative:
During investigation, no resistance was noted near the distal end of the dilator when the returned brk needle/stylet assembly was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and evidence of skiving was noted at the distal end of the dilator, consistent with the reported guidewire insertion difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion difficulty is consistent with skived material exiting the dilator. The cause of the skiving remains unknown.

Event description:
During a procedure, skiving was noted. When attempting a transseptal puncture, the needle would not advance through the sheath. The needle and dilator were removed and when the needle was forced through the dilator, plastic particles were noted on the end of the needle. A stylet was used when inserting the needle and the needle was not reshaped. The devices were replaced to continue the procedure with no patient consequences.